Event description:
During an angioplasty and stenting procedure, the stent of the delivery system migrated after being implanted in the lesion. The pt is a female. The target vessel was the nephric artery, which contained a 70% stenosis. The vessel was not calcified or tortuous. The length of the lesion was 4cm. The physician made access in the right iliac artery. The lesion was pre-dilated. The product was properly inspected and prepped, prior to use. There was no difficulty crossing the lesion with the stent delivery system (sds). The stent was successfully deployed and dilated and had good wall apposition at the lesion . However, after the sds was removed, the stent migrated to the abdominal artery. The stent was successfully removed from the patient with a capture instrument. Finally another stent was used to complete the procedure. There was no reported injury to the pt.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.